Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a dislodgement of this recently implanted right ventricular (rv) lead occurred, causing inappropriate shock therapy to be delivered. It was suspected that the dislodgement was associated with the enlarged heart of the patient. The physician programmed tachycardia therapy off until a revision procedure was completed. This lead was subsequently explanted and replaced for a different model due to tricuspid valve regurgitation. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
This lead was returned to boston scientific. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of inappropriate shock and shock from patient lead. Laboratory testing revealed normal lead resistance measurements and indicated there were no electrical shorts between conductors and no conductor issues. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that a dislodgement of this recently implanted right ventricular (rv) lead occurred, causing inappropriate shock therapy to be delivered. It was suspected that the dislodgement was associated with the enlarged heart of the patient. The physician programmed tachycardia therapy off until a revision procedure was completed. This lead was subsequently explanted and replaced for a different model due to tricuspid valve regurgitation. No additional adverse patient effects were reported. This lead has not been returned.